Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope or near syncope. It was observed that the right ventricular (rv) lead had exhibited intermittent t-wave oversensing (twos) post pace after spontaneous conversation of atrial arrhythmia. The lead remains in use. No further patient complications have been reported as a result of this event.